Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race- unk. PMA/510k - this product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicm5 12.6, -10.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced on (B)(6) 2020 for a shorter length lens due to excessive vault. This resolved the problem.

Manufacturer narrative:
Additional information : h3-device evaluation- lens returned in a micro-centrifuge vial with moisture on lens and clear surgical residue on product. Visual inspection found no visible damage to lens and residue on lens. Claim# (B)(4).